Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of "high" although specific value not provided, cause was unknown. Reportedly, customer attempted to self-treat via correction injection via manual dose injection; however was monitored at the ER to ensure bg level was resolved. It was also reported that data points were missing from the continuous glucose monitor graph and out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.